Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters would not retract the needle during use. The following information was provided by the initial reporter, translated from french: "the catheter does not retract, the safety does not work, so the nurse is at risk of being pricked. Caregivers observed this defect on 3 catheters from the same batch."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters would not retract the needle during use. The following information was provided by the initial reporter, translated from french: "the catheter does not retract, the safety does not work, so the nurse is at risk of being pricked. Caregivers observed this defect on 3 catheters from the same batch."